Manufacturer narrative:
The field service rep determined there was a clot stuck in the mix vessel and stated the operator had replaced the mix vessel. He then replaced the tubing under the mix vessel and ran successful diagnostic checks. To verify the analyzer performance, calibration and qc were performed which were within specs.

Event description:
While experiencing fluidic issue with the ise system, the user had one pt sample that had an initial result for sodium of 131 mmol per l and potassium of 136.9 mmol per l. The user repeated the same sample on the other integra 800 with a sodium result of 151 mmol per l and a potassium result of 3.8 mmol per l. The results for the other integra 800 were reported.